Manufacturer narrative:
PMA/510(k) #: k163018. The zilver 635 biliary self expanding metal stent devices of unknown lot numbers involved in this complaint were implanted in the patients and was not available for evaluation. With the information provided, a document-based investigation was conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use states the following: contraindications: contraindications include those specific to ercp and any procedure to be performed in conjunction with stent placement. There is evidence to suggest the user did not follow the instructions for use. The patients in this study had undergone complex surgical procedures resulting in significantly altered anatomy requiring stent deployment to overcome sharp angulation. A definitive root cause of off label use was identified from the available information. The patients in this study had undergone complex surgical procedures resulting in significantly altered anatomy. Cinc have not tested the endoscope in such sharp angulation for stent deployment. Therefore, despite the location of the stent, the procedure of deploying the stent under these conditions is considered contrary to the instructions for use. The complaint is confirmed based on customer testimony. According to the initial reporter additional surgical intervention was required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
Supplemental correction follow-up report is being submitted due to an update to the mdrf 'health impact' codes (annex f).

Manufacturer narrative:
Pms 510k #k182980. Device evaluation: the zilver 635 biliary self expanding metal stent devices of unknown lot numbers involved in this complaint were implanted in the patients and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: it should be noted that the instructions for use (ifu0065-3) states the following: contraindications: contraindications include those specific to ercp and any procedure to be performed in conjunction with stent placement. There is evidence to suggest the user did not follow the instructions for use. The patients in this study had undergone complex surgical procedures resulting in significantly altered anatomy requiring stent deployment to overcome sharp angulation. Root cause review: a definitive root cause of off label use was identified from the available information. The patients in this study had undergone complex surgical procedures resulting in significantly altered anatomy. Cinc have not tested the endoscope in such sharp angulation for stent deployment. Therefore, despite the location of the stent, the procedure of deploying the stent under these conditions is considered contrary to the instructions for use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter additional surgical intervention was required. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: k163018.

Event description:
Takeda 2020 (evo-b + zilbs) ¿ ¿the safety and efficacy of self-expandable metallic stent placement for malignant biliary obstruction with surgically altered anatomy¿. Ercp was performed using a short type sbe (sif-h290s; working length, 152 cm; working channel diameter, 3.2 mm; olympus medical systems, tokyo, japan) with a splinting tube (st-sb1) under moderate sedation with intravenous pethidine and midazolam. After the scope reached the tar-get site (major papilla or hepaticojejunostomy (hj) anasto-mosis), biliary cannulation was attempted using an ercp catheter and guidewire. We usually inserted an endoscopic nasobiliary drainage (enbd) tube in the first session and deployed a sems in the second session after jaundice or cholangitis sub-sided. For biliary cannulation, we basically use a tapered catheter (mtw ercp catheter; mtw endoskopie, wesel, germany) and a 0.025-inch guidewire (visiglide2; olympus medical systems, tokyo, japan or endoselector; boston scientific, massachusetts, ma). The sems used in this study was as follows: zilver 635 biliary self-expanding stent (cook medical, bloomington, in), evolution biliary controlled-release stent ¿ fully covered (cook medical, bloomington, in). Off label use: sems used in surgically altered anatomy. Adverse events: 6 cases of recurrent biliary obstruction: bo occurred in six patients; two patients received an additional stent via sbe-ercp (one patient received a sems and the other patient received a plastic stent), two patients underwent balloon cleaning of sems, one patient received ptbd, and one patient received best supportive care. 1 case of hyperamylasemia: stent-related early complications occurred in only one patient in the hilar mbo group. 2 cases of liver abscess: stent-related late complications occurred in four patients. The two patients who developed liver abscess required further intervention; one patient received an additional sems via sbe-ercp and the other patient received ptbd. 2 cases of non-occluding cholangitis: the remaining two patients were treated conservatively. This file will capture the off-label use of 21 zilver biliary stents along with the potential that the above adverse events were related to the device.